Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 368 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure device embedded in the myometrium") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, pelvic discomfort, uterine adenomyoma, uterine leiomyoma, pelvic pain and menorrhagia. Previously administered products included: mirena. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.548 kg/sqm. [Pathology test] on (B)(6) 2019: clinical history: menorrhagia, pelvic pain. Final diagnosis: #1. Uterus with left fallopian tubes, left salpingectomy and hysterectomy: cervix, negative for dysplasia or malignancy. Early secretory phase endometrium, negative for hyperplasia or malignancy uterine adenomyosis. Uterine leiomyoma, 2 cm in greatest dimension. Fallopian tubes with benign simple para tubal cysts. #2. Right fallopian tube, salpingectomy: fallopian tube present, negative for malignancy. Gross description: there is also a silver, coiled, metallic essure device embedded in the myometrium at each cornu. The left fallopian tube with intact fimbria measures 6 cm in length and ranges from 0.5-0.6 cm in diameter. The serosa is gray-red and smooth with engorged blood vessels and a para tubal cyst measuring 0.6 cm in greatest dimension, filled with clear serous fluid. It is serially sectioned to reveal a pink-grey soft cut surface with a portion of a silver, metallic coiled essure device. Received right fallopian tube is segment of fallopian tube with intact fimbria measuring 5.5 cm in length and ranges from 0.5-0.6 cm in diameter. The serosa is tan-red and smooth. The specimen is serially sectioned to reveal a pink-red soft unremarkable cut surface. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical device removal was updated to embedded device. Reporters, patient information, medical history, and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 368 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.